Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that since implant on (B)(6) 2017 there had been a loss of stimulation. Starting the other day in (B)(6) 2017 the patient was not feeling stimulation in the right leg. It was reported that yesterday ((B)(6) 2017) at night the patient was not feeling it work at all except for when they took a deep breath and held it or if the patient put their hand on the implantable neurostimulator (ins) site and pushes. Then the patient could feel stimulation. It was noted that the patient could only feel it if they moved a little. Other than that, the patient would not feel stimulation. The incision was swelling and the patient could feel the pain even though their device was turned up. The patient left a message for a manufacturer representative as the patient had a follow-up appointment scheduled for (B)(6) 2017 to have the implantable neurostimulator (ins) and leads checked. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID 977c165 (B)(4) product type lead additional review indicated device code (B)(4) is not applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that initially when they started the trial, it worked really well. However, when they got the permanent implant the leads were not put in the right spot and the implantable neurostimulator (ins) was not working to manage their pain. The patient¿s healthcare provider (hcp) performed an x-ray, which showed that the leads weren¿t even close to where they were during the trial. At an appointment that took place at the end of (B)(6)2017, the patient¿s hcp discovered that the leads were disconnected. It was noted that the patient had a revision and their leads were replaced the leads but stimulation didn¿t work right. The patient stated that the only way they could get any kind of stimulation was if they pushed back to the right side. It was also reported that the patient¿s stimulation was turning off and on by itself. The patient¿s hcp told them to wait and see if things got better, since they thought that was part of the healing process. The patient was also told that they needed to go back and have surgery again. It was further reported that the patient was experiencing pain that they¿ve never had before, as it was a stabbing pain on a 60 degree angle coming from their back where the original leads were put in. The patient reported that their ins was also moving around their waistline, as that area had to be opened up during the revision, which was when they started noticing the issue. It was noted that the stabbing pain and stimulation issues started on (B)(6)2017, whereas the lack of therapeutic effect had been present since implant. No further complications were reported or anticipated.